Event description:
Customer reported experiencing high blood glucose readings of 416 mg/dl despite multiple infusion set changes. Customer stated that they are forced to treat with a manual injection as the insulin pump is not getting them back to normal. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Air bubbles were noted in the tubing and the reservoir. Customer mentioned that two boluses were missing from the bolus history. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.